Event description:
A customer reported error message ¿3022 leak sensor s702 detected¿ on the aia-360 analyzer, the analyzer is down. No leaks were visible upon further inspection and the customer restarted the analyzer without success. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was able to reproduce the error by attempting to run the analyzer. Fse found a loose screw that was touching the leak sensor causing it to trigger the sensor. Fse resolved the complaint by removing the loose screw. Fse repaired and validated the analyzer by successfully performing daily check and quality control runs without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 01jul2021 through aware date 01aug2022. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (3022) leak sensor s702 detected. Description: leakage sensor s702 activated. Troubleshooting: contact the service department. The most probable cause of the reported event was due to the loose screw touching the leak sensor.